Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the electrode array had partially migrated out of the cochlea. The user was re-implanted with a device of the same electrode type.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. This is a final report.

Event description:
Limited responses were noted at activation with high levels of stimulation on channels 6-12. Imaging was obtained following activation which indicated that the electrode array had partially migrated. The user was re-implanted with a device of the same electrode type.